Manufacturer narrative:
This is one of two device reports associated with the event.

Event description:
The plaintiff's atty alleged that the pt experienced cardiac arrest and expired. The events were allegedly caused by the exposure to the prod administered for dialysis treatment.